Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 101 mmol/l. The system repeated the sample and 101 mmol/l was generated again. This result was released and called to the physician who questioned the result and requested another repeat. The sample was repeated again and the result was 145 mmol/l. A corrected report was issued with this sodium result. The initial potassium result was 3.4 mmol/l. The repeat result was 4.8 mmol/l. The patient was not harmed as the doctor did not take action until the third sodium value was generated. The sodium and potassium electrode lot numbers and expiration dates were no provided. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a root cause with the informaiton provided for investigation.